Event description:
Haemonetics received a complaint on (B)(6) 2012 for an orthopat device with the description "device has no power." No pt/operator injury associated.

Manufacturer narrative:
The device was returned for eval of no power. Upon eval of the device on (B)(4) 2012, evidence of fluid ingress was found. The complaint was escalated. The ingress damage electrical components and the ac filter had to be replaced. The device was decontaminated, upgraded and is ready for use. (B)(4).